Manufacturer narrative:
Title: the intensive care society recommended bundle of interventions for the prevention of ventilator-associated pneumonia source: journal of the intensive care society 2016, vol. 17(3) 238¿243. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a covid patient who underwent tracheostomy at 7-10 days developed a leaking device. The leaks were from around the tracheostomy and not from the cuff or pilot balloon. The device was replaced. An airway disaster was narrowly avoided and a second tracheostomy exchange was abandoned. The trachea intubated from above.